Event description:
It was reported that the right atrial lead exhibited loss of capture due to lead dislodgement. No intervention was performed at that time. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead was explanted and replaced during a routine pulse generator change out procedure on (B)(6) 2015.